Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the patient's native valve was noted to be heavily calcified upon removal. Unfortunately, the root cause of this event cannot be confirmed without the sample device; however, the surgeon has indicated that there was no product malfunction or deficiency. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted at implant. Per the surgeon, there was no malfunction or deficiency of the device. According to the op report, this patient presented with severe aortic stenosis requiring aortic valve replacement. The native aortic valve was noted to be heavily calcified. After the leaflets were excised, the annulus was debrided of excess calcium and the edwards bioprosthetic valve was implanted. Postbypass, there was a question of paravalvular leak. Therefore, the patient was put back on bypass and additional sutures were placed. Following weaing from bypass this time, there was extensive bleeding from the aortic root necessitating median sternotomy and aortic root replacement, with removal of the edwards device. The patient tolerated the procedure well.